Event description:
A caregiver reported a low reading issue with the adc freestyle libre sensor. It is unknown what, if any, symptoms the customer experienced as the customer was asleep at time of event. The caregiver reported noticing a 'lo' (40 mg/dl) reading with the sensor, but obtained a reading of 245 mg/dl on the built-in reader. The customer was reported to be unable to treat themselves, and was treated with insulin by the caregiver. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc freestyle libre sensor. It is unknown what, if any, symptoms the customer experienced as the customer was asleep at time of event. The caregiver reported noticing a 'lo' (< 40 mg/dl) reading with the sensor, but obtained a reading of 245 mg/dl on the built-in reader. The customer was reported to be unable to treat themselves, and was treated with insulin by the caregiver. There is no report of death or permanent injury associated with this event.